Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an alert for a pause event due to undersensing. This is a non-therapeutic device and the patient will have suffered no ill-effect as a consequence. No intervention was reported.